Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
New information received notes that the lead was explanted and replaced with a competitor device. Date unknown.

Event description:
It was reported that when an asymptomatic patient presented in clinic for normal follow up, externalized conductors were observed. No electrical anomalies were detected. The lead will be explanted and replaced.

Manufacturer narrative:
A partial lead was returned in two segments for analysis. External insulation abrasion was noted at 42.7-42.8cm from the distal tip, consistent with lead friction to the ICD can. Externalized conductors due to internal insulation abrasion were noted at 25.0-27.2cm from the distal tip. Internal insulation abrasions were noted at 27.4-27.8cm, and 39.3-40.2cm from the distal tip. The etfe coating was intact at these locations.